Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with missing display window/cover, keypad overlay peeling, and cracked keypad overlay. Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected rewind anomaly or unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected drive/motor anomaly noted. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump motor sounds labored, louder during rewind, unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.